Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the proglide device after an unspecified procedure. Reportedly, the suture broke. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device has been returned. Investigation is not completed.